Manufacturer narrative:
Device analysis: visual analysis of the returned device identified; wear abrasion, deformation, weight within specification, yellow particles in shell. After autoclave cycle was identified: cloudy gel, voids between shell and gel. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing process.

Event description:
Patient representative additionally reported right side patient experienced implant felt "pretty firm, pretty hard.¿ physician reported an "exchange from a textured to smooth breast implant due to the patient¿s concern with the product." The device was replaced.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, ¿baker grade ii or iii,¿ ¿severe pain and discomfort around the implants¿.

Event description:
Patient representative reported right side capsular contracture, ¿baker grade ii or iii,¿ ¿severe pain and discomfort around the implants¿ and ¿concerns regarding [the patient's] implants.¿ device remains implanted.